Event description:
It was reported that, dr put in two axsos 4.0x80mm locking screws into the axsos proximal tibia plate. As he was inserting them on power; the screws began to smoke and strip the threads off the screws. The screw were removed and non-locking screws were put in."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been complete any add'l info will be reported in a supplement.